Manufacturer narrative:
Report source: country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced infection involving their stimulator after the operation. The patient¿s device was explanted as a result of the event. It was noted the patient had no intent to replace the device and was being observed at home at the time of report. No further complications were reported or anticipated.